Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, part of the shell is missing, underweight, red particles on the surface of the shell. A microscopic analysis was performed which identify a striated edge broken. Based on the device analysis the final assessment is: a striated edge broken on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Initial reporter [zip code]: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Photo analysis results: visual analysis of the photographs identified broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis of device: broken device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.